Event description:
Handpiece overheated during a 3rd molar extraction procedure and patient sustained a 2nd degree burn to their lip. The patient is reported to have healed normally without any need for additional medical treatment.